Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic right colectomy, an error occurred twice and then ¿remove instrument from patient¿ was displayed during use. After the surgeon checked the device, the device could be used. However, the same error was displayed again and the surgeon stopped using the device and completed the surgery without using it. When the device was checked after the operation, it was found that the tip of the blade was missing about 3mm. The assistant surgeon did not think the blade had broken off during the operation. Also, it was unknown if the broken tip was inside the patient or not. The device was activated between clips three or four times. Gen11 was used.